Event description:
Healthcare professional additionally reported left side "abundant quantity of citrine liquid"." Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy.

Event description:
Healthcare professional reports left side mastalgia, hardened breasts, siliconomas, rupture, and "axillary regions with multiple lymphadenopathy with fatty hilum, without adenomegalies". The device remains implanted.